Manufacturer narrative:
The reported event of lead not pacing was not confirmed. As received, a complete lead was returned in one piece. Visual, x-ray and electrical testing did not find any anomalies. Dimensional analysis of the connector boot was measured within the product specifications. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricle (lv) lead was unable to pace. The lead was not used and replaced. The patient was in stable condition throughout the procedure.